Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 291 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.